Manufacturer narrative:
The company rep examined the system and found the lamps were not specified for use by the company. The rep exchanged the two lamps and informed the customer of the correct lamp specifications. The system was then tested and met product specifications. No samples were returned for eval and no additional info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause could not be conclusively determined. (B)(4).

Event description:
A nurse reported that the equipment displayed weak intensity on two lamps during a vitrectomy procedure. The case was unable to be completed, but there was no report of pt harm.